Event description:
The consumer reported the forehead thermometer he was using to take his daughters temperature was giving a normal temperature reading. When he took the child to the emergency room, her temperature was high and had to be treated. The consumer is claiming the false negative reading delayed treatment. This is an isolated case with no such trend seen in this thermometer.